Manufacturer narrative:
On 09/06/2021 the customer reported an open book image. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The formatted history file confirms pump error 53 (filenumber = 2005, linenumber = 5632) due to a software anomaly. The pump error occurred @ (B)(6) 2021 6:32:55 am, and (B)(6) 2021 6:33:26 am. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of an open book image was confirmed during testing. The critical pump error (open book image) alarm and pump error 53 is due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.